Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, reservoir tube cracked, cracked reservoir tube window, cracked belt clip slot, and missing end cap sticker.

Event description:
It was reported that the insulin pump had a broken case near the battery compartment and broken battery tube threads. The reporter declined to provide the blood glucose reading. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.